Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) following removal of a non-boston scientific transvenous ICD system. A concomitant pacemaker was also implanted for pacing support. Following the procedure, the patient decompensated from complications with anesthesia and was transferred to the ICU. The next day, the patient underwent a heart catheterization procedure where ventricular tachycardia (vt) was induced from tickling the ventricle. The s-ICD appropriately shocked the patient. The status of the patient is unknown at this time. A request was sent to the field representative for additional information. The field representative was contacted for additional information. She confirmed the patient is scheduled to come in for a routine s-ICD device check, therefore noted the patient was likely doing better following the implant procedure.